Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the replacement procedure of the implantable pulse generator (ipg) the pacing problem occurred. It was noted that there was no pacing in the right ventricle probably because of the problem with the insulating part of the right ventricular (rv) lead. The rv lead was capped. The operator decided to put the implant on the other side of the chest and implants the new right ventricular (rv) lead but there was no pacing in the right ventricle with the new rv lead as well. Then the operator decide to change the ipg without any further issues reported. The new rv lead and the new ipg remains in use. No patient complications have been reported as a result of this event.